Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
During servicing, the philips authorized field service engineer (fse) ordered a replacement etco2 module due to an unknown reason. The device was not in use on a patient.